Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 450cc mentor smooth round moderate plus profile saline breast prosthesis for an unspecified side had deflated intra-operatively on (B)(6) 2019. As a result, the device was replaced with another 450cc mentor smooth round moderate plus profile saline breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the suspect medical device was placed in the patient and that it was noticed to be considerably smaller after the closing incision. This resulted in a procedural delay of thirty minutes. Thus, the female patient underwent medical device removal and the surgery was prolonged per the intra-operative rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/19/2019, the mentor failure analysis lab has received the device for evaluation. On 4/24/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. On 5/2/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During initial evaluation two ruptures were observed on the anterior aspect, the rupture a measuring approximately 2.0 cm and the rupture b measuring approximately 0.5 cm. Microscopic examination was performed on the rupture b and no evidence of instrument damage was observed, however the microscopic examination of the edges of the rupture a revealed parallel striations. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since two ruptures were found on the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. A manufacturing record evaluation (mre) was performed for the finished device number 7644432, and no non-conformances related to the reported complaint were identified. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).